Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The kink was confirmed however the positioning difficulty was not confirmed. The investigation was unable to determine a conclusive cause for the reported positioning difficulty with the introducer sheath however the kink appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional, relevant information was received: the abbott vascular returned goods lab received the device with a kinked proximal shaft, but no separation was noted. Additional follow-up received from the site confirmed that the correct complaint device was returned and the proximal shaft was kinked and not separated as originally reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Xience pro x is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during the procedure to treat a very calcified lesion in an unspecified coronary vessel, the lesion was pre-dilated using an unspecified 2.0x15 balloon dilatation catheter. While advancing a 2.5x15 xience pro x stent delivery system (sds) through an unspecified sheath, some resistance was felt against the sheath and, while no force was applied, the proximal shaft separated prior to entering patient vasculature. The xience pro x with its separated portion was simply retracted from the sheath without difficulty. The procedure was successfully completed using another unspecified device. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.